Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer moved the location of the pump on their body to clear the alarm and resumed insulin delivery. There was no adverse impact to customer's blood glucose.